Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the plunger case was missing screws, the left case was broken and missing an embossment. A review of the event history log identified plunger not in place in history. During functional testing using the occlusion test the plunger not in place error was duplicated. The plunger board was broken free from securing adhesive, allowing it to get damaged. The root cause of the problem was a result of the customer's physical damage to the device. Replaced the plunger board.

Event description:
It was reported that the pump was not recognizing the plunger when the syringe was placed. No patient injury was reported.